Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing auto reducing. Impedance levels were checked and the patient had high impedance on his lead. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s lead was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The report event of high impedance was confirmed. The return lead had a kink with all internal wires broken; causing the reported issue. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.